Event description:
This rv lead was implanted on (B)(6) 2000 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that clinician said program unipolar at last check due to lead safety switch, bipolar impedance at 1840 ohms. He is storing rythmiq episodes and there is some undersensing in them. Technical services did find v episodes from when patient was programmed unipolar with myo oversensing. No pauses as patient is not dependant. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).